Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The physician was attempting to treat a patient with occlusion in the proximal a. Poplitea and sfa. Pta was performed. Another brand of stent was implanted in the proximal a. Poplitea. The physician then attempted to implant the everflex+ stent in the sfa with an approx 1 - 2 cm overlap inside the other brand stent. The first 3cm of the everflex+ was deployed without problems. After this the deployment procedure got stuck. It required a lot of extra force to pull the outer sheath toward the proximal grip. Due to this the everflex+ was seriously overstretched. To reestablish a luminal diameter two other stents were implanted inside the overstretched everflex+ stent. It is reported that patient harm occurred. There was poor procedure outcome of re-establishing blood flow. Evaluation summary: the everflex plus stent delivery system (sds) was received for evaluation without any ancillary devices or cine images from the procedure. The sds inner shaft distal (gray-tapered) tip was missing. The stent retainer was still in the outer sheath. The proximal through hub (on the hypotube component was fractured and most of it was missing (the base was still in the proximal deployment paddle). The proximal deployment paddle was loose but still threaded over the hypotube. The hypotube was severely bent. The bent hypotube would not advance through the manifold enough to expose the stent retainer. As a result it was not possible to expose the retainer with normal pin pull technique. Please note that this device everflex+ is not marketed  in the united states; however, it is similar to the united states marketed device protege; everflex. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.